Event description:
An evar revision procedure was performed on (B)(6) 2014, the address endograft migration and a resultant type 1 endoleak. The original endograft was an endologix (implant date unknown). During the revision procedure, a gore excluder cuff was placed to extend graft coverage proximally to the renal arteries, and ten endoanchor were implanted to secure the cuff to the aortic neck. No anomalies were noted at the time of implant. Upon subsequent follow-up the patients aneurysm demonstrated continued expansion, and the decision was made to explant the endograft components and endoanchors, and convert the patient to open repair of aneurysm. The explant procedure was undertaken without incident on (B)(6) 2014. Upon explant, it was determined that only two of the ten endoanchors had penetrated aortic tissue. All endograft components and endoanchors were explanted. The patient tolerated the procedure well.

Manufacturer narrative:
There was no allegation of a device defect or malfunction during the procedure in which the endoanchors were implanted. Disposable components of the system were discarded at the time of the implant procedure and were not available for analysis. The explanted endoanchors were not returned; however, there was no allegation of an implant defect or discrepancy.